Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. One (B)(4) was received in what appeared to be unused condition. Probe was reported by the customer to be unable to be attached to a holster. Cutter gear was then manually turned a total of 8 full turns before the probe could be properly attached to holster. Probe was then disassembled for further investigation. During disassembly, breast tissue was found in the cutter. Follow-up with the customer indicated that the "needle was used, only inserting it in the chest and one cut, but at once the needle discharged from the holster. Later, it was not possible to set it up". The customer holster was not returned for evaluation. Without the customer holster a root cause cannot be confirmed. Due to the discovery of the tissue within the cutter, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr 803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
It was reported by the affiliate that during the procedure no possibility of putting a needle in the holster.